Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The surgeon fired across a small bowel and the staples did not form into the "b" shape. The stapleline was at the proximal and distal ends. Oversewing was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D4;h4,6: information anticipated, but unavailable at this time.